Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to an alert 4. Additionally, a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement as the pump has not been used for insulin therapy. Customer continued to use manual injections for insulin therapy.